Event description:
The surgery center reported that a laser vision correction patient developed corneal thinning at flap margin on left eye (os) at 6.00 at 8 day post op exam. The brief description from the surgery center noted the patient had corneal thinning and fibrosis at the inferior flap margin on left eye 5:30-6:30. Topical steroid dosage was increased. The patient comments was doing well and visual acuity on left eye was better than the right eye (od). Bcva from (B)(6) 2015: right eye post-op 20/20 -.3.00 x .50 x 140; left eye post-op 20/20 -.1.25 x -.50 x 50.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.